Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the infusion set tubing had detached at the quick release. The patient observed insulin coming out of the infusion set 4-8 hours after the set was changed. This issue occured with five sets. No further information available.